Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient underwent a breast surgery with 375cc mentor smooth round moderate plus profile saline breast implants. Post-operatively, the patient experienced rashes, extreme fatigue, chills, joint and muscle pain, unexplained weight gain, anxiety, brain fog, hormonal issues, insomnia, decreased vision, hair loss, difficulty concentrating, memory loss, limb numbness, limb tingling, muscle weakness, temperature intolerance, sensitivity to light and sound, dry skin, hair, mouth and eyes, chronic sinus infections, chronic yeast infections, decreased libido, mood swings, depression, sudden food intolerance, fibromyalgia symptoms, inflammation, heart palpitations, ibs, shortness of breath, night sweats, reflux, frequent urination, and an overall feeling of unwellness. As a result, the patient consulted with a medical professional and underwent removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-08638 for the contralateral event.

Manufacturer narrative:
On july 24, 2023, mentor became aware that an error was inadvertently submitted in the initial report. The patient's date of explant was updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4). In the initial report, 6b. Date of explant should have been populated with (B)(6) 2023.